Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was caused by a defective image sensor unit, defective inner video connector board, or the system. However, a final root cause of the b30 error was unable to be identified. Additionally, it¿s likely the loss of scope inspection ID function was caused by a defective inner video connector board, or the system. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibited image error. Upon inspection and testing of the customer returned device, the scope exhibited b30 scope communication error due to damage to the imaging unit and scope inspection ID function malfunction. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to damage to the imaging unit, curved rubber adhesive missing, scope ID data not included, scratches found on switch 3, and video connector case cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.